Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2019 updated event description (additional information) it was reported that during a trochanteric fixation nail system (tfn) surgery for a hip fracture on october 12, 2019, there was a difficulty in inserting the unknown tfn helical blade. The sales rep asked the surgeon if there was an issue with the instrumentation and the surgeon said there was none. The surgeon was able to get the blade to work and successfully implanted it. There was no reported surgical delay. There was no adverse consequence to the patient. Concomitant devices reported: unknown tfn nail (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device.

Manufacturer narrative:
PMA/510k: this report is for an unknown tfna helical blade. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric femoral nailing system advanced (tfna) surgery on (B)(6) 2019, there was a difficulty in inserting the unknown tfna helical blade. It is unknown if there was a surgical delay. Procedure outcome is unknown. There was no adverse consequence to the patient. Concomitant devices reported: unknown tfna nail (part#/ lot# unknown, quantity# 1) this complaint involves one (1) device this report is for one (1) unknown nail head element: tfna helical blade this is report 1 of 1 for (B)(4).